Event description:
It was reported via the FDA, event disc: surgeon was drilling through the bone and hit the pegs of a prior total knee replacement and a part of the drill broke. The surgeon opted to leave the piece in.

Manufacturer narrative:
User facility was contacted for add'l info. No add'l info is available. Device remains insitu.